Event description:
User facility medwatch report mw5158559 received that states ¿my father received an abbott trifecta tissue heart valve (model tf-29a) in (B)(6) 2016. He discovered that the device was recalled on 06/21/2024 after worsening health condition that lead to eventual hospitalization on (B)(6) 2024 and death on (B)(6) 2024 prior to a surgery to replace the defective heart valve." It was reported that on an unknown date and year, a 29mm trifecta valve was implanted in a patient. On an unknown date and year, the patient had worsening heart failure and hospitalized. The patient was hospitalized and passed away prior to surgical intervention. The cause of death is unknown, no additional information was provided. The device was recalled on (B)(6) 2024.

Manufacturer narrative:
An event of patient death after implant was reported. It was indicated that the patient had worsening heart failure and hospitalized. The patient was hospitalized and passed away prior to surgical intervention. A more comprehensive assessment could not be performed as no other information was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the root cause of the reported incident could not be conclusively determined. From on medical review: " med watch received from a patient's son related to a trifecta device that was implanted. Narrative indicates that the patient experienced worsening health conditions that lead to hospitalization and death prior to a replacement surgery for the trifecta valve. At this time there is no additional information, therefore at this time a review cannot be completed."

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5158559 received that states ¿my father received an abbott trifecta tissue heart valve (model tf-29a) in (B)(6) 2016. He discovered that the device was recalled on 06/21/2024 after worsening health condition that lead to eventual hospitalization on (B)(6) 2024 and death on (B)(6) 2024 prior to a surgery to replace the defective heart valve." It was reported that on an unknown date and year, a 29mm trifecta valve was implanted in a patient. On an unknown date and year, the patient had worsening heart failure and hospitalized. The patient was hospitalized and passed away prior to surgical intervention. The cause of death is unknown.